Manufacturer narrative:
D2b: pro code (product code) - fge, lit. E1: initial reporter address 1 - (B)(6). G4: premarket / 510(k) # - k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous pulmonary vein. A 12.0 x 20, 75cm mustang was advanced for dilation. However, during the procedure, the balloon ruptured during the sixth inflation at 12 atmospheres for 30 seconds. The device was removed, and the procedure was completed with another of the same device. The patient was in good condition after the procedure.